Event description:
It was reported a patient's right ventricular lead presented with noise. No changes were reported. The patient was stable.

Event description:
New information received notes the right ventricular lead presented with a fracture.

Event description:
New information received notes the patient's right ventricular lead was capped on (B)(6) 2021. Post-procedure there were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.